Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had experienced loss of consciousness and the patient believed that the device's battery is at fault. The patient was referred to their clinic to be evaluated. At this time, no further information has been made available.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Additional information indicates that the patient is threatening legal action.

Event description:
Subsequent information indicates that this patient is non-complaint and has called the clinic several times saying that his device is messed up. The clinic sets appointments for the patient to be evaluated; however, the patient never shows up. At this time, we are unable to determine whether or not the syncopal episode is being caused by the device.